Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. Following pre-dilatation, a 2.50x16mm synergy stent was advanced but failed to cross the lesion. The device was removed and pre-dilatation was again performed. The device was attempted to be re-inserted; however, it was noted that the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported.